Manufacturer narrative:
H.6. Investigation summary: the customer's indicated failure mode for poor barrier separation with the incident lot was observed in the pictures provided by the customer's facility. The photos were evaluated and the customer's indicated failure mode for poor barrier separation with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Whilst samples have been requested in support of this complaint, the photograph more than adequately confirms the defect and allows this investigation to be completed. If on receipt of the samples they do not support the original decision, the complaint will be reopened and re-investigated. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for poor barrier separation with the incident lot was observed. Root cause description: based on the investigation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. H3 other text : see section h.10.

Event description:
It has been reported that the bd vacutainer® sst¿ ii advance plus blood collection tubes has been found experiencing 10 instances of poor barrier separation of the sample during use. The following has been provided by the initial reporter: incorrect gel separation. The centrifugation conditions are ok, but the separation is not fine.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd vacutainer® sst¿ ii advance plus blood collection tubes has been found experiencing 10 instances of poor barrier separation of the sample during use. The following has been provided by the initial reporter: incorrect gel separation. The centrifugation conditions are ok, but the separation is not fine.